Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head experienced a temporary loss of connection. The rf head is still in use and will be replaced. There was no patient involvement.